Event description:
Olympus was informed that two patients had perforation in the last four months and the patients were associated with this device. No other information was provided. Olympus followed up several times with the user facility to obtain additional information regarding the report but with no results.

Manufacturer narrative:
The device was returned on (B)(6) 2014 to olympus for evaluation. No problems were found with the movement/flexibility of the insertion tube and no sharp edges were noted on the distal end cover. The device passed the cotton test. In addition, the distal end cover failed the insulation test due to a crack in the bending section cover glue.